Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing low blood glucose for a few months. The customer stated she was having low blood glucose of 32 mg/dl. The customer¿s blood glucose level at the time of the incident was 29 mg/dl. The customer¿s current blood glucose level was 125 mg/dl. The customer treated the low blood glucose with food. The customer also reported that they needed 3 units of insulin but the insulin pump gave them 10 units for no reason. Troubleshooting was not completed because the customer was driving and was disconnected from the call. The device will not be returned for analysis.